Manufacturer narrative:
Sorin group (B)(4) manufactures the product involved in this issue; further clarification, including model and serial number will be provided in the follow-up report. The incident occurred in (B)(6). This medwatch report will filed on behalf of sorin group (B)(4). Patient condition not provided. Sorin group received a report that the patient developed hypertension syndrome after reinfusion of autologous blood processed by ats equipment. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the patient developed hypotension syndrome after reinfusion of autologous blood processed by ats equipment. Patient condition not provided.

Manufacturer narrative:
(B)(4). It was reported that a pump displayed an error message and did not rotate when the speed control knob was turned. The pump did eventually rotate after several attempts. The issue was confirmed by a service representative on site. A large amount of grease was found inside the knob which could have caused the knob hook to break. The customer was informed, the knob was replaced and no further issues have been reported. Sorin group (B)(4) stated that no trend for this type of issue has been identified. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
The initial medwatch report was submitted with. Sorin group received a report that the patient developed hypotension syndrome after reinfusion of autologous blood processed by ats equipment. New communication clarified that this statement is used as part of a decision tree for ats reportable events and was inadvertently misread on a form. There was no complaint registered regarding ats equipment from the customer. The complaint registered with sorin group (B)(4) was a report that a pump displayed an error message and did not rotate when the speed control knob was turned. The pump did eventually rotate after several attempts. Although the issue occurred during a procedure, it was reported that there was no patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4).